Manufacturer narrative:
Age at the time of event: 18 years old or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main (lm) trunk to left anterior descending artery. A 32x3.00mm promus elite mr drug-eluting stent was advanced to treat the lesion. However, stent got fractured at nominal pressure in lm section. The procedure was completed with a 4.0x12mm promus elite stent. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main (lm) trunk to left anterior descending artery. A 32x3.00mm promus elite mr drug-eluting stent was advanced to treat the lesion. However, stent got fractured at nominal pressure in lm section. The procedure was completed with a 4.0x12mm promus elite stent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at the time of event: 18 years old or older. Device is a combination product. The device was not returned to the complaint investigation site (cis) for analysis. However, as per image provided of the stent no fracture can be observed. The image is not representative of a fracture, but it could mislead to perceive, that the observed gap, is a fracture. Promus elite has 2 connectors per design in the area identified with a potential gap, where in the image apparently there are not connectors in the top and bottom (at 4-5 segment distally to the proximal edge of the stent), therefore the two connectors are there at 90 and 270 degree view.